Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4).

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) could not be removed during the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) could not be removed during the operation. There was no harm reported.